Event description:
Customer called reporting being unable to test, as meter would not register. Consequentially, customer reports he lost consciousness. Paramedics were called and customer reported he was treated with orange juice.

Manufacturer narrative:
The product has been requested. It will be investigated upon return and a follow up report will be submitted.